Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported replacement due to seroma, pain, capsular contracture 3 for both sides. Record is for left side. Device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: replacement due to seroma, pain, capsular contracture baker grade 3.

Event description:
Healthcare professional reported replacement due to seroma, pain, capsular contracture 3 for both sides. Record is for left side. Device is explanted.